Event description:
In 2002 preop diagnosis was severe degenerative joint disease medial compartment and patellofemoral compartment both knees, right greater than left. A right profix total knee arthroplasty was performed. -femur #6 oxinium macrotextured - press fit, tibia #6 press fit, stem metaphyseal 18mm diameter, tray 14mm conforming plus. There were no complications. Post op knee x-ray showed knee prosthesis with tibia and femoral components in place. Pt discharged home 3 days later. In 2007 - history and physical: there are some abnormalities in the mechanical portion of the joint, which is causing the need for revision. Pt is somewhat active with his work and walking. Six months ago pt started noticing progressively increasing pain and swelling in the right knee. Preop diagnosis is pain and synovitis, right knee, consistent with loosened macrotextured oxinium -femoral component. Op note - #6 macrotextured oxinium was grossly loose and removed and exchanged for #5 cemented oxinium -vancomycin and tobramycin added to cement. Patella not resurfaced. Tibia base plate was secure, it was not revised. Tray was a conforming #6, 14-mm thickness, there was a contact area with the medical femoral epicondyle causing erosive changes on the deep cup medially, this cup was removed and exchanged for a new conforming plus #6 / 16mm thickness. Postop x-ray showed total knee prosthesis in place, position of the prosthetic elements is excellent, no other abnormalities detected. Pt discharged 3 days later.